Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to ligation and division of pulmonary vein during a video assisted tho radioscopic lobectomy procedure, it was stated that the surgeon was able to press the green button and the first reload was inserted with the power handle through the window port of patient and the pulmonary vein was clamped with reloads completely and pushed the green safety button. When the toggle button was pushed down to fire the reload, it was observed that the blade got stopped at the beginning phase of the firing process. The toggle button was tried to push down one more time however the blade did not move and pushed it up to retract the blade. Another reload was then used with the same handle to complete the case. There was an error sound heard from the handle, as articulating the reload in left side. The scrub nurse disconnected the new reload from the handle and replaced the power handle set with another one and the reload was successfully fired. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection and functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. The clamshell and adapter were connected to the device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed no indication of any instances where the user pressed the green safety key and was unable to fire the device. There were instances where the user disconnected and reconnected multiple reloads without ever entering firing mode/pressing the green safety key. There was an instance where the user pressed the left articulation key and an error tone played. This error tone was due to the motor current limit being exceeded during this articulation movement. The reason for this increase in the motor current cannot be reliably determined. In later logs, the left articulation button was able to be pressed without issues. It was reported that the instrument did not activate and execute the firing sequence. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device gave uncharacteristic audible feedback of normal use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.